Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients meter has been returned on 11/11/2014 and further evaluated by lifescan product analysis on 12/5/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed.the test strips involved with this complaint had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction to incident description: on (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch verioiq meter displayed an ¿apply sample¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged the problem with the meter started ¿on (B)(6) 2014, around 10:00 pm¿, when she attempted to test her blood glucose levels and obtained the alleged error message. The patient manages her diabetes with insulin (self-adjuster). She denied taking any action in response to her regular diabetes management regimen routine as a result of the message she obtained. However, she alleged, as a result of being unable to obtain a reading with the meter, she experienced ¿anxiety¿. The patient denied receiving any treatment for her symptom. At the time of troubleshooting, the csr noted that the meter and test strips had been in use since (B)(6) 2014, and the meter was not being used for the first time. The csr also noted that the patient was using the correct test strips, the correct testing steps and that the test strips completely drew in the sample. However, when the csr walked the patient through a retest, the issue remained unresolved. Replacement products were sent to the patient. The patient¿s reported symptoms do not meet lfs¿ serious injury criteria. Additionally, the patient did not receive any treatment for symptoms suggestive of a severe diabetes excursion. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.